Event description:
It was reported that the leads were successfully replaced in the patient. The explanted devices were discarded after surgery and will not be returned for product analysis. No additional or relevant information has been received to date.

Event description:
It was reported that during a clinic visit, a patient was found to have high lead impedance. The device was disabled. X-rays were performed, but not provided. The high impedance was suspected to be due to a lead break around the c6-c7 area. The patient was referred for lead revision, but no surgical intervention has occurred to date. No additional relevant information was received to date.